Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is file under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of both the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully pre-placed in the rcfa. The suture of the first proglide in the lcfa was successfully pre-placed. Reportedly, a link break was noted after removing the plunger of the second proglide in the lcfa. A foot separation was noted after removing the plunger of the third proglide device. A surgical cutdown was performed to remove the broken foot. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved in the lfca via surgery. Hemostasis was achieved in the rcfa with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The foot separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties and the subsequent treatment is related to circumstances of the procedure. In this case, analysis it is likely that a posterior needle to cuff miss occurred. The cuff miss likely contributed to the foot break. There is, therefore, no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.